Manufacturer narrative:
A third party service agent was performing non-critical repairs on the customer's device and observed the device was unable to complete a boot cycle. The issue was isolated to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device was returned to the customer unrepaired and the customer was advised to not use the device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, a third party service agent observed that the device was unable to complete a boot cycle. It was observed that the device was stuck on startup, rebooted itself 3 times and powered off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.